Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the slack from the non-rail limb was pulled from the knot, the knot became untied. The suture was removed and a femostop was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number will be provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.